Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a normal f/u, the device was found in standby mode (i.e. In vvi mode). The physician is requesting an explanation about this switch.